Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported issue. The representative did detect a very slight burnt smell from the computer fan, but there did not appear to be anything obviously burnt in the host computer. Preventive maintenance was performed. The system was tested and met all product specifications. (B)(4).

Event description:
A nurse reported an electrical odor coming out from the back of the unit during a case. The odor was noticed at the beginning of the day which delayed the start of cases for about 5-10 minutes as troubleshooting was being performed. The system was used for the remainder of the day with no other issues. There was no patient impact reported.